Manufacturer narrative:
(B)(4). H6 codes: investigation findings/ remove operational problem identified FDA code: 114 - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient reported experiencing three wearable sensor failures. As a result, the patient did not have a functioning sensor available to monitor blood glucose (bg) levels. The patient expressed being in significant emotional distress, stating she ¿feels like she is dying without a working sensor.¿ however, no specific physical symptoms were reported during the call. The patient sought evaluation at the emergency room and reported receiving insulin treatment during her visit. She was admitted to the hospital and discharged after a five-day stay. The patient declined to provide additional details regarding the event and terminated the call with dexcom. At the time of the report, the patient was described as ¿unwell.¿ performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.